Event description:
It was reported that the universal handpiece got hot during a procedure. A readily available alternate handpiece was used to complete the procedure without incident. No adverse event was associate with the device.

Manufacturer narrative:
Additional information will be submitted when the device received and evaluates.the device manufacture date cannot be determined since the device serial number is unknown. (B)(4): not yet received for evaluation.

Event description:
It was reported that the universal handpiece got hot during a procedure. A readily available alternate handpiece was used to complete the procedure without incident. No adverse event was associate with the device.

Manufacturer narrative:
The reported overheating was duplicated. A suction issue with the rear cap unit was identified as the probable cause of the reported event. Due to the identified failure, the device was disposed of by the manufacturer and was not returned to the user facility.